Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient's son called to report that the patient's pacemaker has been adjusted three times and she still feels tired, her chest is heavy, and her heart is beating too fast. He also reported that the patient still has atrial fibrillation after the pacemaker implant. It was further reported by the patient's son that patient is experiencing "shortness of breath, can't walk any distance, pain in chest and a tingling in device area since two weeks after implant." It was further reported by the patient's son that the patient has atrial fibrillation and "some issue" with their enrhythm device related to "nerves around" since implant. The patient is concerned that the pacemaker may be triggering the atrial fibrillation. The patient feels her "eyes going black" and wants to sit down. The patient also reports the device hurts at the pacemaker incision. The device remains in use.